Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced into the patient. As the farawave catheter was inserted into the faradrive sheath, air was being pulled in through the valve and into the sheath. The procedure was completed successfully using an alternate device. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.